Event description:
It was reported ventricular tachycardia, st elevation and an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman laa closure device was deployed and the patient experienced a few beats of ventricular tachycardia followed by st elevations in the anterior leads. An interventional cardiologist came into the room and injected the left coronary artery, which was normal. After about five minutes, the st elevations normalized and the closure device was released since the release criteria were met. No intervention was needed. The patient was fine and was discharged the following day. It was noted that the films were reviewed after the procedure and it was noticed there was a tiny bubble that was injected through the delivery catheter.